Event description:
It was reported that the patient underwent a revision surgery due to recurring incontinence with an advance male sling that was originally implanted in 2008. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.